Manufacturer narrative:
Concomitant medical products: 305u225 tissue valve, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think their implantable pulse generator (ipg) has no telemetry. Ipg remains in use. No patient complications have been reported as a result of this event.